Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported she was doing better than normal during the day since she got the implant but she wet her bed at night time. The patient was implanted on (B)(6) 2015. The patient did not want to wet her bed anymore. On the night of (B)(6) 2014, she did not drink any water for 2 hours before she went to bed. Normally, the patient drank a lot of water because she is diabetic. She was on program 4 at 3.4v. The patient noticed she did not feel stimulation at a lower setting but when she put it higher than 3.4v, she felt it more but then it went away. She felt stim higher and went down to 3.30v then she did not feel anything. She put it back to 3.4v and felt stimulation again. The stim was bothersome initially but then she got used to it and did not notice it. Nobody told the patient what setting she should be on. She was not given instructions and did not understand the concept of the therapy. She used 7-8 catheters a day. She had been catheterizing more since she got the device was anxious to know how it worked. Her therapy was on. It was noted that she was always on program 1 with her previous device; she was surprised she was on program 4 with the current implant. The patient wanted to know if she did any harm to her bladder when she increased stim. She also wanted to know if increasing the voltage decreased the urine in her kidneys. There was no therapeutic benefit at night time. She felt stim strong initially then it went away. It was noted that she was educated under anesthesia by the manufacturers's representative (rep). The patient was dissatisfied with her health care professional (hcp) and rep. Further information noted the patient did not know why the hcp wanted her to start on program 4. She was still wetting the bed at night. The patient still had retention and self-catheterized. She wanted to switch programs. The patient switched to program 1 and she could feel it around 2v. There was no further information provided about this event. If additional information is received, a follow up report will be sent.